Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a constant alarm. This condition had the potential to interrupt delivery. This condition was found in the sterile processing department. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant alarm was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a blown main battery fuse. The main battery fuse was replaced to correct this condition.